Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site on 7/21/2016 and confirmed the rotor would not spin. The rotor was jammed, due possibly to drapes falling inside the gantry door. He freed the rotor and re-aligned the dingus. Tested the system and it functioned properly.

Event description:
A site representative reported that the o-arm detector will not spin inside the gantry. No patient present.